Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The day after insertion, femoral vein, it was noted the dressing was saturated and the PICC was leaking. After removal it was noted there were 1 or two possible holes just distal to the hub.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as the last step in the process. This test would have revealed any holes, tears, leaks, or weak spots in the catheter if it existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed and a root cause cannot be determined but is not likely manufacture related. Difficulty removing the guidewire during the insertion procedure was reported. This issue may have contributed to the failure. The instructions for use (IFU) for the catheter contains the following precautions: do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. If difficulty and/or bunching of the catheter lumen are experienced while removing the stylet, additional flushing of the catheter may be helpful. The catheter may need to be repositioned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.